Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to and infection at the implant site. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is filed on april 04, 2017.